Event description:
Intermittent pump attached to gastric tube failed to vacuum and bile drained from pt's abdomen onto her skin. No permanent damage. Equipment was adjusted without effect. Replaced 10/2/96.